Event description:
During treatment of a subclavian aneurysm, a rupture occurred in the wallgraft vascular stent. Angiography run after deployment of the wallgraft stent showed a rupture in the middle of the stent. The procedure was completed with a different device. No patient injuries or complications were reported.